Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance while advancing a lantern with a guidewire within the patient and, therefore, the lantern was removed. Upon removal, the physician found that the tip of the lantern had become kinked. The procedure was therefore completed using a new lantern, the same guidewire, and the same catheter. There was no report of an adverse effect to the patient.